Event description:
It was reported that during meniscus repair, t1 and t2 were deployed, but the knot could not be pushed. The ts were removed from the patient. No significant delay and a back up was available to complete the procedure. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H3, h6: part of the reported device was received for evaluation. There was no relationship found between the device and the reported event. A complaint history review found no similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A visual inspection revealed the device was received outside of original packaging. The anchors and suture were not returned with the device. No physical damage visible to the device. A functional evaluation revealed the suture knot was not returned so could not be functioned. The complaint was not confirmed, and the root cause could not be determined. Factors that may have contributed to the reported event includes a failure of a concomitant device or debris caught in the slip knot prior to reduction. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.